Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. The customer's blood glucose (bg) level was 274mg/dl and a manual injection was administered to address the bg level. During troubleshooting with tandem technical support it was verified that the customer was unable to interact with the pump. The customer reported that manual injection would be used for insulin therapy.